Event description:
Health professional reported lap-band allegedly "explanted due to band intolerance because of a large hiatal hernia. Band was replaced." Health professional has declined to provide any additional information at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number. Hernia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias.